Event description:
It was reported that the balloon would not deflate during testing, prior to insertion. There were no consequences for the patient. A new device was used.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. A small amount of an unidentified fluid was visible inside the inflated balloon. The balloon deflated in 30 seconds without a syringe attached. The specification for balloon deflation without a syringe attached is 4 seconds; however, after multiple inflations of the balloon, fluid was no longer visible inside of the balloon and the balloon deflated in 4 seconds with and without a syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The complaint of deflation difficulty was not confirmed and no product defects or damages were found during the evaluation. Review of the available information suggests that the balloon was inflated with some fluid, instead of air or gas, as recommended in the instructions for use. As stated in the IFU: using the volume-limited syringe provided in the catheter packaging, inflate the balloon with 1.5ml of co2 or air. Do not use liquid. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.